Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, broken shell, missing, stress marks, green particles. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact opening on posterior side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge opening with non-penetrating nicks assessed as surgical impact. - non-penetrating nicks. (Stress marks). Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.